Event description:
Device issue: none. Adverse event: dissection. Time of adverse event: during stenting procedure. It was reported that after the 4.0x15 promus stent was deployed in a heavily calcified left main artery, a distal edge dissection was noted after stent deployment on fluoro. The dissection was treated using a 3.0x12 promus stent. There were no reported adverse pt sequelae. No add'l info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.